Manufacturer narrative:
Device passed functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No missing segments/partial display noted during testing. Pump error 63 alarm confirmed in the device history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure and the screen was flashing. Customer's blood glucose level was 300 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was not alleging insulin pump was under delivering. Customer reported that they have not contacted their healthcare professional regarding the high blood glucose level. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. Customer reported insulin exited at the quick release. Customer stated that the insulin pump passed the high performance test. The insulin pump will be returned for analysis.